Event description:
The user facility reported that during a patient procedure, their lumiflex 3-stage balloon dilation catheter was unable to be deflated. The procedure was completed successfully, following a short delay after user facility personnel removed the scope and balloon together and cut the catheter to allow it to be fully extracted from the working channel. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.